Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Trends will be evaluated. The device event code is addressed in the package insert. Ths report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly revised due to loosening.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Complaint history reviewed. Device history record reviewed and indicates that product met specification when manufactured. Product not returned for evaluation. No conclusions can be reached with the information provided and no product-related issues can be isolated regarding this event. No corrective action required as analysis shows no trend for item/lot.